Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl range, cause was unknown. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. No additional information was provided and the customer declined troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.